Event description:
It was reported that the user disconnected the pump for wrestling practice, experienced a low glucose reported at 62 mg/dl near the end of the workout, then reconnected and ate a meal, after which glucose rose to the 500 mg/dl. The user later discovered the pump connector was cracked with moisture present and administered 8 units of insulin by pen while advised to wait before reconnecting, and the connector lot number was recorded. Symptoms included hypoglycemia and hyperglycemia with headache and reported jaw tightness during the high. Outcomes included no lasting health consequences or impact, and glucose returned to normal with guidance from the endocrinologist. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem identified and cause traced to a component issue, specifically a fracture of the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was cause traced to component failure.